Manufacturer narrative:
(B)(4). Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a two week follow up appointment where on x-ray it was found that an instrument was retained by the patient. Subsequently, the patient was revised and the instrument was explanted.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to user not following instruction and left the instrument in the patient. Per the surgical technique which states that the patella protector should be part of the instrument count before closing the wound. It is not intended for implantation. Additionally, the instrument was etched with do not implant, indicating that the device should not be implanted/ left in the patient. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.